Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac arteries (iia) using a lantern delivery microcatheter (lantern), a non-penumbra angiographic catheter and guidewire. During the procedure, the physician introduced the angiographic catheter from the left side toward the right internal iliac artery. The physician then loaded a lantern over a guidewire and advanced it through the angiographic catheter. Under fluoroscopy it was noticed that the guidewire was stuck inside the lantern prior to advancing through the distal end of the lantern. Therefore, the lantern was removed. It was reported that a kink on the distal end of the lantern was noticed upon removal. The procedure was completed using a new lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the returned lantern was ovalized at approximately 134.0 cm ¿ 136.0 cm from the hub. Conclusions: evaluation of the returned lantern revealed a distal ovalization. This damage was likely the customer reported kink. If the peel-able sheath is not used to protect the distal tip of the lantern during insertion and the device is forcefully gripped or pinched during insertion, damage such as a distal ovalization may occur. This ovalization likely caused the guidewire to be stuck inside the lantern during procedure. During functional testing, a demonstration guidewire was attempted to advance through the returned lantern and the guidewire was unable to advance through the ovalized location on the lantern. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.